Event description:
An altitude alarm was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided tips for preventing future altitude alarms, and the customer resumed insulin delivery with the original cartridge.